Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter allegedly burst while inserted and fell out of the patient. The catheter was properly inflated per manufacturer's recommendation with 10cc sterile water.

Event description:
It was reported that the balloon of the catheter allegedly burst while inserted and fell out of the patient. The catheter was properly inflated per manufacturer's recommendation with 10cc sterile water.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only a photo of the sample for evaluation. Based on the photo, a root cause of the reported problem was unable to be determined. The photo was inadequate in order to perform the investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."